Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a "vent inoperable alarm". Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the ventilator's memory logs. The se replaced the pneumatic interface printed circuit board (pcb). These performed calibrations and extended self-testing on the device and all tests passed.